Event description:
It was reported via repair work order that the bed exit was not alarming due to malfunction bed exit beeper. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.